Event description:
It was reported that during an abdominal aorta bifurcation bypass, after removing the aorta clamp, bleeding occurred from the graft. The surgery was prolonged by 40 min. And necessitated blood and plasma transfusion. Pt suffered from fever (38-38.5 degree c) and hypotension during the next 7 days. The graft remained implanted and there was no injury reported.

Manufacturer narrative:
A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of six products coated on the same day and under the same conditions as the complaint device indicates values well within product specifications. One retention sample coated during the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test results indicated a value well within product specifications. No conclusion can be drawn. However, all available info and the product testing performed would tend to indicate that the device was not defective.